Event description:
The customer contact reported breakage of the distal tip of the option-lok male adapter. A primary plumset was being used to deliver an unspecified volume of normal saline, at an unspecified rate, via a plum pump, at an unspecified time, the customer reported that the option-lok male adapter of a second plumset was connected to the distal y-clave y-site for delivery of an unspecified concentration of rituxan. After the delivery of rituxan was complete, the nurse attempted to disconnect the option-lok male adapter of the second plumset from the clave y-site of the primary tubing set. At this time, the distal tip of the option-lok male adapter broke off inside the clave y-site. It was reported that an unspecified volume of solution and approximately 20ml of blood leaked from the clave y-site. The customer contact reported that the primary tubing was clamped to stop the blood loss and removed the broken piece of the option-lok male adapter from the clave y-site. The second plumset was replaced and an unspecified second therapy was initiated. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. Investigation is not complete.